Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported the system displayed a kv on in error message, which would cause a system shut down. No pt injury was reported.